Event description:
It was reported that there was loss of capture on the right ventricular (rv) lead. The healthcare professional reviewed the atr episodes and found that the oversensing on the right ventricular channel was seen as ventricular sensed (vs) which were lining up with the atrial paced beats and were properly being blanked. Technical services recommended lead testing prior to gen change procedure. This rv lead remains in service. No adverse patient effects were reported.